Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while on a patient being ventilated, the ht70 plus ventilator had a system error-device alert. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The service engineer (se) found that the airway pressure valve was loose and reseated the valve. The se performed testing and calibrations, all tests passed. If information is provided in the future, a supplemental report will be issued.